Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen cruciate retaining articular surface yellow 14mm catalog #: 00597603014, lot#: 64383266, persona cemented all-poly patella 32mm catalog#: 42540200032, lot #: 65029446, nexgen stemmed tibial component size 3 catalog#: 00598003701, lot #: j6597995. G2: foreign - event occurred in australia. H6: component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral loosening approximately six (6) years post-operatively. All components were revised and replaced except the patient's patella. Attempts have been made; however, no additional information is available.